Event description:
Nellcor puritan bennett received a call from rep of the user facility on 08/08. User facility called to report the following problem: all lights displayed constant alarm. Warning volume error attend to pt displayed. Could not ventilate. Not on pt at time of event.